Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother reported that for (B)(6) the patient obtained elevated blood glucose levels ranging from 200 mg/dl to 400 mg/dl. The patient experienced the symptoms of "dry heaving" and tested (B)(6). During the troubleshooting telephone call, it was determined the pump's programming was correct, the total daily dose totals matched those programmed and there were no issues reported with the infusion site, infusion set or insulin cartridge. It was also determined the pump's time was set incorrectly, which can contribute to incorrect infusions. The patient had the incorrect time programmed into the pump. There is no evidence the pump was not functioning appropriately. However, as the patient suffered symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.